Manufacturer narrative:
Reported event of inadequate capture, high pacing impedance, and high defib impedance were not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of the device image indicated the device was within normal range of operation. Further analysis of the device¿s lead impedance, pacing, and high voltage charging were found to be normal.

Event description:
It was reported that during implant, high capture thresholds and high pacing and defibrillation impedance were noted on the patient implantable cardioverter defibrillator. The device was exchanged to complete the procedure. No adverse patient consequences were reported.